Event description:
It was reported that blood was leaking from a one-link extension set. This occurred during patient use while hooked up to a non-baxter vacutainer. The report stated the blood leaked from all around the tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.